Event description:
It was reported to baxter (B)(4) that an intermate lv100 was leaking before use. The device had been filled with 90 milligrams pamidronate in 250 milliliters 0.9% nacl when it was observed that the device was leaking because the blue cap was not tight. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak at the connection of the blue winged cap and the luer body. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported that revision surgery was performed due to left trochanteric discomfort.